Event description:
It was reported to boston scientific that on an unknown date and while unpacking a contour w/o wire ureteral stent a crack was observed in the device. This device was not used.

Manufacturer narrative:
A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against the reported lot number. The april 2008 contour w/o wire product family complaint trend report, was reviewed; no current trends in the number of complaints were noted for the reported failure. No visible residue was present on the returned device to indicate use. The proximal curl was found to be torn upon return. A visual evaluation found that the proximal curl was severely torn and almost detached. Customer complaint confirmed. The most probable root cause is that during handling, prior to use, when attempting to remove the suture the stent was torn.